Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested, but was declined to be provided by the reporter. (B)(4).

Event description:
A pharmacist reported that three knives were noted to be blunt and did not cut during separate surgeries. Alternate knives had to be obtained in order to continue each procedure. Patient impact information is unknown. Additional information has been requested, but was declined to be provided by the reporter.

Manufacturer narrative:
Four knife samples were received by manufacturing in an opened blister package for the report of blunt. Two of the returned knives were not seated properly in their trays. The samples were visually inspected per facility procedure and all four samples were found to be nonconforming with damaged tips and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the samples. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the reported lot number for the reported complaint issue. The exact root cause could not be determined from the investigation performed for the complaint as described by the customer. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. An investigation has been completed and actions have been implemented to reduce the frequency of cutting instrument complaints for dull and or damaged blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. This complaint trend has been reviewed during the facility's complaint review board meeting and will continue to be reviewed for effectiveness of any actions taken. (B)(4).